Manufacturer narrative:
Medtronic received information that this annuloplasty band failed to repair the patient's native mitral valve. The patient's native mitral valve was replaced with a bioprosthetic device. No other adverse patient effects were reported. It was also reported that the device has been discarded and will not be available for analysis.

Manufacturer narrative:
Product analysis: the product specimen has not been returned for device evaluation. Conclusion: multiple attempts to gather additional information and request product return have been made; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this annuloplasty band, this device was explanted and replaced with a bioprosthetic valve. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.